Event description:
The customer reported to olympus, the duodenovideoscope had an optical part defect, up/ down angle, and left/ right elevator did not work. The device was returned for evaluation. During the device evaluation, the nozzle glue gap between the nozzle and distal end was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were not confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: the grip was shaved, right/ left knob had a scratch, switch box had a dent, suction cylinder had no color, electrical connector had corrosion, bending angle in right direction did not meet the standard value due to wear of the angle wire, adhesive around the objective lens had a chip, inside the light guide lens had a chip, and connecting tube had a dent and scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided there was no damage was found on either pcs or operators. The instrument was inspected as usual before starting the procedure. The device malfunction occurred at the end of the procedure. The customer stated an anesthetist is always present in this type of procedure to ensure the safety of the patient. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress/chemical stress was applied to the distal end. The event can be detected by following the instructions for use (IFU) which state: inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.